Event description:
In a conversation between the ees risk manger and the surgeon, additional information was obtained on this event. He did not have the patient's chart with him and so he did not have dates available to capture. The patient had a bmi over 50 with multiple co morbidities. He placed a realize c band in the patient and she did well for several months to a year and lost weight. She began experiencing nausea and vomiting on a daily basis and eventually multiple times daily. He evaluated her and there were no signs of erosion and they decided to convert her to gastric bypass. It took four months for insurance approval and when it finally came through and he performed the explant, there was erosion and he was unable to convert. He repaired the hole and she was in the hospital for 6 - 7 days. She was discharged in good condition but later admitted to a different hospital where they found a ruptured spleen. The cause of the spleen rupture is unknown; however, one of the surgeons from that procedure commented that it looked like someone punched her and did not appear to be related to her previous surgery. Following this procedure, she had two incisions from the explant procedure that were not healing. One was at the port site and the other at a remote site. The surgeon tried excising both wounds and found the strain relief in the incision of the port site. He removed the strain relief and does not believe it contributed to the infection as both wounds were infected. The patient made a full recovery and now has a normal stomach.

Event description:
It was reported that post implant of a laparoscopic gastric band procedure, the band was removed due the patient inability to loose weight. Upon removal, it was noted that the band had eroded into the stomach. The surgeon removed the band by transecting the tube laparoscopically into two sections. Post op removal of the band the patient returned to the hospital due to an infection and required an additional surgical procedure. The infection was at the site of the erosion. When the surgeon observed the area where the band was removed, he discovered the strain relief had slid down the tubing and was cover by an adhesion in the abdominal wall. When the tubing, band, and port were removed the strain relief was not noticed to be missing. The surgeon removed the strain relief from the patient during another surgical procedure. The patient is doing fine.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Manufacturer narrative:
(B)(4).